Event description:
It was reported that the physician's hand held was not holding a charge, despite having been plugged into the wall outlet overnight. The physician requested a new hand held be sent to replace the non-working device. Good faith attempts to obtain the non-working hand held for analysis are underway.